Manufacturer narrative:
Complainant name: (B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: promus element 2.50x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Struts from the most proximal stent strut row were lifted from the stent profile. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.50x16mm promus element¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, additional information revealed that the stent was damaged during advancing.